Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. In the lab, the ipg was successfully charged to full capacity in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. The device exhibited normal device characteristics.

Event description:
A report was received that the patient¿s ipg would no longer take a charge. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg would no longer take a charge. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the reason for revision was due to a non-device related weight loss.

Event description:
A report was received that the patient's ipg would no longer take a charge. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.